Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she cannot connect to adjust stimulation. Caller states the permanent implant was placed yesterday and feels like it was not connected. Caller confirms she means that therapy has not worked yet. Patient services walked caller through how to connect to ins, and the handset and communicator were able to connect. Screen displayed 'data lost. Internal device has lost all data. Contact clinician'. The patient was instructed to follow up with their doctor. No further complications were reported or are anticipated.